Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post implant of this bioprosthetic mitral valve, the patient started experiencing unspecified symptoms of heart failure. The patient reported that she had the symptoms for "several years". Five years following the mitral valve implant, the patient presented with shortness of breath and was determined to have class IV right-sided and class ii left-sided new york heart association (nyha) functional classifications of heart disease. At this time, her prosthetic mitral valve was explanted and successfully replaced with a mechanical valve. During the operation, the surgeon noted that there was thrombus and fibrin around the mitral prosthesis. The leaflets and valve had "some" thickening. Of note, the patient had "only recently" been on anti-coagulation medications. The surgeon felt that one of the leaflets had likely torn at some time while the valve was implanted. No additional adverse patient effects were reported.